Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 55% to 5% battery life, within 45 minutes. There was no patient involvement, as the pump not yet been used on the customer at the time of the reported event.